Manufacturer narrative:
A partial lead was returned for analysis in two segments. The s-curve height could not be measured due to explant damage in this region. All other damages found were sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Event description:
It was reported that the patient presented to the clinic few months ago feeling stimulation. The physician turned the lv pacing off at that time. The patient presented today for a lead extraction. Under fluoroscopy, a lead dislodgement was observed and the lead was in the svc. The physician opened the pocket and saw all the leads were twisted, but only the lv lead was affected. The lv lead was removed with laser extraction, and when it was out of the body, externalized conductors were observed. A new lv lead was implanted successfully. The patient condition before, during and after the procedure was stable.